Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and bs solyx were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with posterior repair due to sui with incompetent bladder, and fourth degree rectocele. It was reported that the patient underwent a cystoscopy and excision of exposed mid urethral mesh on (B)(6) 2013 due to exposed vaginal mesh and obstructed voiding symptoms.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).